Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: encapsulation/high breast manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient reported experiencing a high and encapsulated right breast. The surgeon's office stated the patient was not diagnosed with capsular contracture or a deflated saline breast implant. The patient underwent bilateral breast implant removal without replacements on (B)(6) 2023. During the surgery, mold was found in the valve of the right breast implant per the patient. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 21, 2024, mentor determined the breast implant was a smooth saline device. Therefore, the brand name was updated. Brand name: unknown saline implants smooth. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 19, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently unavailable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor completed an evaluation on the returned devices as two devices were received with a colored substance in the valve. Device a evaluation: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the saline implant smooth has black material inside the valve system. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the identification and characterization of the black material. The evaluation was limited to non-destructive testing. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, mentor is not able to perform the characterization and identification on the ¿black material¿, therefore the complaint investigation team and applicable quality engineers are unable to confirm if the ¿black material¿ is mold, or if it's a problem of the manufacturing process. The ¿black material¿ mentioned in the product complaint cannot be conclusively confirmed as a manufacturing defect. Device b evaluation: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the saline implant smooth has brown material inside the valve system. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the identification and characterization of the black material. The evaluation was limited to non-destructive testing. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, mentor is not able to perform the characterization and identification on the ¿brown material¿, therefore the complaint investigation team and applicable quality engineers are unable to confirm if the ¿black material¿ is mold, or if it's a problem of the manufacturing process. The ¿brown material¿ mentioned in the product complaint cannot be conclusively confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).